Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call for high blood glucose. The customer¿s blood glucose was 350-400 mg/dl at the time of the incident. Patient's current blood glucose: 350 mg/dl. Customer stated that it takes hours to get down and his son does the same thing. Customer stated that the insulin pump does not lower your blood glucose, the only time it works is at night if you go to bed with a normal blood glucose. Customer stated that after multiple boluses his blood glucose is not lowered and so had to take a shot insulin. Customer treated high blood glucose syringes. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer stated that he had a blood glucose of 400 mg/dl yesterday so he changed out his set. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is not calling back to perform an high pressure test. The pump will be returned for analysis.